Manufacturer narrative:
The returned ventilator was tested. The reported failure of an 'oxygen sensor error' was duplicated. The root cause for the failure was identified to be due to a loose connection of the oxygen sensor. The oxygen sensor was replaced with no add'l issues. An operational verification testing was performed on the unit before returning it to the customer. (B)(4).

Event description:
A report received from the USA stated an ht70 experienced an "oxygen sensor error" while being used on a pt. During a f/u call with the flight nurse, it was found that technical support assisted with disarming the alarm subsequently allowing the pt to continue ventilation for the duration of the flight. The ventilator's use was continued with no harm to the pt. The date of the event is not available at this time.